Event description:
It was reported that this inflatable penile prosthesis (ipp) did not work properly. Two weeks later a revision surgery was performed, upon examination a crack in the right cylinder connecting tube was found. The pump and right cylinder were explanted and replaced. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The first cylinder kink resistant tubing (krt) was microscopically inspected and had a hole from wear. The cylinder had wear at a fold in the proximal end and middle of the cylinder. The first cylinder krt leaked due to wear. The second cylinder passed visual inspection and the leakage test. Momentary squeeze (ms) pump was microscopically inspected, and contamination was found. Ms pump passed leakage test. This investigation was assigned to the conclusion code of cause traced to component failure.

Event description:
It was reported that this inflatable penile prosthesis (ipp) did not work properly. Two weeks later a revision surgery was performed, upon examination a crack in the right cylinder connecting tube was found. The pump and right cylinder were explanted and replaced. No patient complications were reported.